Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a patient of unk age, sex or origin. The patient was taking an unspecified medication for treatment of an unk indication. In 2007, the humapen ergo teal/unk pen body (lot number 220503) with a clear cartridge holder attached was reported to have two cracked spring arms. This humapen ergo, teal/unk pen body with a clear cartridge holder attached is associated with another device. The operator of the device was unk and it was unk if the operator of the device was trained. It was unk how long the patient had used this device model. The device was returned to the company on the same day. Initial examination found two cracked spring arms and two broken engagement tabs. It was unk if this humapen ergo teal/unk pen body with a clear cartridge holder attached was ongoing. Refer to results/conclusion section. Update 28-aug-2007; additional information received in gpcms 21-aug-2007; added lss summary to qc info tab; updated final fields, further investigation field and deleted expected fu date on EU/ca device button; changed improper use/storage from no to yes; updated psur comments and added "refer to results/conclusions section" to narrative.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. Eval summary: the actual complaint device (lot 220503, manufactured june 2003) was returned and found to have both clear cartridge holder engagement tabs broken. This malfunction may result in an underdose. Corrective action: the core user manual states "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. Contact your healthcare professional." There is evidence of improper use. Two broken engagement tabs were observed on the clear cartridge holder with unk tool marks on the tabs, the clear cartridge holder, and the mounting bayonet rim. The engagement tab damage is consistent with damage incurred by pliers that were used to twist the tabs off in a shearing motion.